Event description:
It was reported that following successful stent deployment, it was noted that the balloon did not deflate properly, whereby the physician felt that the balloon did not deflate completely in the time delay that was expected. No pt injury was associated with this event.

Manufacturer narrative:
Quality assurance analysis revealed that the inflation tubing was ruptured and twisted. The c-flex was stretched. A small bubble remained in the proximal end of the balloon after inflation. Scanning electron microscopy revealed the inflation tubing was ruptured due to mechanical damage to the outer diameter surface of the tubing. Quality engineering concluded the inflation tubing ruptured due to mechanical damage. This rupture likely caused the escape of contrast through the rupture, with the inability to deflate due to a blocked flow path. The exact nature of the mechanical damage is unknown. As part of mfg and qulaity process all stent delivey systems are inspected during the final mfg phase to ensure proper device structure and integrity. A review of the device mfg records for this product lot did not reveal any non-conformities. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the quality assurance department.